Event description:
It was reported that during a pta/stenting treatment procedure for a transjugular intrahepatic portosystemic shunt (t.i.p.s.), the coating of the guidewire prevented the delivery catheter from crossing. A new amplatz super stiff guidewire was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'fine." Same as manufacture # 6000130-2004-00076.